Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, system was in clinical use at the time of event. The issue occurred during a diagnostic procedure and was completed as planned on the same system, as the errors displayed did not impact the procedure. The philips field service engineer visited onsite, reviewed the log files and found a defect in the power supply unit (fantray & dcps). The defective pdu fantray was returned to philips for failure analysis. The cause of the pdu fantray failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu fantray by the fse has resolved the reported issue and restored the functionality of the system. After replacement the system was returned to work in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned on the same system, and the error didn¿t impact the procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's power supply had a fault, which can impact booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.